Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -8.0/3.5/093 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2022 the lens was exchanged with a longer length lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).